Event description:
Reference MDR# 1036844-2011-00426 for the first event involving the same pt. An anesthetist inserted the second cvc. Upon placement of the catheter, the md found it difficult to remove the spring wire guide. When the swg was removed it was unraveled. It wasn't possible to do the filling, i.e., the catheter could not be injected with medication/drugs nor could the md get the central venous pressure. Five hours loss, i.e., the pediatrician lost 5 hours because of the two events that involved this pt. The pt expired 3 hours after the procedure in the operating room.

Manufacturer narrative:
(B)(4). Sample will not be returned.